Event description:
Report received from caremetx 12dec2023: **ppd pqc intake team not given enough details to determine correct category. ** specialty pharmacy advised patient had a vial that malfunctioned. Patient dob: (B)(6) 2015 no further details provided. Patient was unable to infuse due to a malfunction in the vial.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified. No lot number was provided. A review of the december 2023 monthly report for adynovate was also performed relative to the subcategory "reconstitution difficulty". The complaint rate for this subcategory for 2023ytd is approximately (B)(4), this is compared to previous years; 2022 0.00088% and 2021 0.00101%. D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.